Event description:
It was reported to medtronic minimed that the customer reported insulin pump was broken. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found damage to the back of the insulin pump. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: unscannable serial number label, cracks in the select, down, up keypad buttons. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After plugging a known good pcba2 and a known good pcba1 into the original case, the pump booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the pump booted up normally again. After plugging the original pcba2 into a known good pcba1 and then into the original case, the pump booted up to a flashing medtronic logo screen. In summary, the customer¿s report of a crack in the case was not confirmed during testing. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm are due to pcba2. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.